Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer's blood glucose (bg) value on the home screen did not match the bg displayed on the bolus menu. Customer's blood glucose was 159 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.